Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the lid was contacted with a scope or a hard object caused by user handling. "Chapter 3 inspection before use, 3.2 inspecting the lid and lid packing: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.".

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to replace the damaged lid. The device was repaired according to specifications. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A medical assistant at a user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. The issue was found during maintenance on the device. No patient involvement or injury was reported. No additional information has been obtained.